Event description:
The customer reported image stays dark during fluoro and technique tracks to maximum. One of monitors are black. Patient involved but not injured. The customer completed the procedure with a different system.

Manufacturer narrative:
The ge service rep replaced igbt snubber board, upper and lower heat stinks, insulators, standoffs and mounting screws. System now functions normally.